Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber was observed to fire out the side at 235 joules of use. The procedure was completed using a second fiber. There was no report of injury.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a radial fracture of the glass cap, near the output window and glass shards contained within the interior of the metal cap. The fiber proximal to the fracture was found to rotate independently of the metal cap. Detritus and devitrification of the output window was also observed. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result ina forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.